Manufacturer narrative:
Spacelabs was notified about the event on (B)(4) 2017. Due to this delay, the retrospective patient data and alarm history were no longer available to investigate. Spacelabs was provided waveform recordings of the event from the customer. These were analyzed by a spacelabs lead software engineer. Findings show that there was one pause that met the interval length for the alarm criteria. However, without additional information from the historical database we cannot assess the performance of the beat detection algorithm or determine the cause of the alleged failure to alarm. The customer continues to use the involved devices without recurrence. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 a telemetry patient experienced ECG pauses lasting longer than four seconds and no alarm occurred at the central monitor. No one was injured as a result of this event.